Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels in the 40s mg/dl. The cause was not known. The customer managed the low bg events by consuming carbohydrates or glucose tablets. Technical support educated the customer to consult with a healthcare professional to discuss what might be affecting the bg levels. The customer understood and acknowledged this recommendation.